Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic), and the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, 5358 ventricular sic since last session 1 day ago. Right ventricular pace impedance steady at approximately 403 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. (B)(4).

Event description:
It was reported that an alert sounded and patient presented to healthcare facility for evaluation. The right ventricular (rv) lead exhibited apparent fracture, high impedance, and short v-v intervals. The patient was transferred to another healthcare facility and, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and the helix of the lead was extrinsically bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.